Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 310 units of insulin. Reportedly, the customer overfilled the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, customer loaded a new cartridge to resolve the issue. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle and cartridge change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose level was over 400 mg/dl.